Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the routine, 45-day follow-up, a thrombus was visualized on the face of the closure device via transesophageal echocardiogram (tee). The patient is expected to continue oral anticoagulation medication for an additional 6-8 weeks then return for repeat tee to assess for thrombus. The patient has experienced no adverse events as a result of the thrombus.